Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant surgery. The previous device was previously explanted due to urethral erosion. During the reimplant procedure a new aus was implanted to complete the procedure. The patient was said to be fine. No more information available through physician. Should additional information become available, it will be provided.